Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to impedance issues, low pace less than 200 ohms, noise and oversensing. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).